Event description:
The customer reported that while the unit was in use on a pt, the unit generated error code 54 (prolong inflation fail -safe) and shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer's biomed replaced the solenoid pc board. The unit was tested to factory specification. It functioned normally, and was returned to use. No pt injury was reported.